Manufacturer narrative:
(B)(4).

Event description:
It was reported the chief of anesthesia stated the guidewire is getting "hung up" in the arrow raulerson syringe when withdrawing the wire. The spring wire guide was kinked. The needle and wire were removed as one and a new kit was used for the procedure. As a result, another kit was opened and a new wire was used for the procedure. There was no patient death or complications reported.